Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer was unable to provide additional information as pump's touchscreen is cracked and is being replaced. No additional patient or event information was available.